Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock lead impedance measurements reaching as high as approximately 110 ohms. Technical services (ts) suspected that this was due to calcification and recommended programming changes. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced. This lead has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additionally, it was noted that this rv lead exhibited high pacing threshold. A request has been made to the field regarding product disposition. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock lead impedance measurements reaching as high as approximately 110 ohms. Technical services (ts) suspected that this was due to calcification and recommended programming changes. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced. This lead has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.